Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. Through further communication, it was determined that the limit knob was set to the 1 o¿clock position while the control knob was at maximum. Technical service explained that the limit knob was preventing map from increasing by bleeding off excess pressure, which was also causing the high-pitched noise. Tech service clarified that the limit knob should never be set lower than the control knob, as this can produce the noise. Instructions were provided on properly setting the map: with the limit knob maxed, the control knob should be adjusted to the desired map, then the limit knob should be turned down until a slight drop in map is observed. Finally, the limit knob should be turned ¼ turn in the opposite direction. While on the call, the ventilator successfully passed circuit calibration and performance checks. The claim will be closed as a user error.

Event description:
The customer reported issues with getting map to increase and vent is making high pitch noise during use on a patient. No patient harm was reported.